Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump, clipped to the user¿s hip, fell to the ground resulting in a cracked, nonresponsive touchscreen; the described device problem was a fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with impact damage to the touchscreen, aligning with a fracture of that component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.